Manufacturer narrative:
Meter serial number has been updated based on the returned product. Meter (B)(4) has been returned and investigated. Visual inspection was performed on the returned meter and no issues were observed. Meter powered on with button depression. Off current power consumption test was performed using approved software and all results were within specification. A fast draining battery was not observed. No malfunction or product deficiency was identified. This also serves as a correction report. If follow up, what type? Was incorrectly documented in the MDR follow up #1 report. Follow up #1 is a correction report.

Event description:
The customer¿s daughter called adc to report that the customer¿s adc blood glucose meter was displaying a ¿low battery icon¿ even after a new battery replacement. The caller further reported that the customer was unable to self-treat and the paramedic arrived on (B)(6)2019 and a reading of 55 mg/dl was received on their meter. The paramedic administered glucose injection as treatment and took the customer to the hospital. At the hospital, a reading of 166 mg/dl was received on the hospital¿s meter. No treatment was rendered and no further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer¿s daughter called adc to report that the customer¿s adc blood glucose meter was displaying a ¿low battery icon¿ even after a new battery replacement. The caller further reported that the customer was unable to self-treat and the paramedic arrived on (B)(6) 2019 and a reading of 55 mg/dl was received on their meter. The paramedic administered glucose injection as treatment and took the customer to the hospital. At the hospital, a reading of 166 mg/dl was received on the hospital¿s meter. No treatment was rendered and no further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted. This is a correction report.

Event description:
The customer¿s daughter called adc to report that the customer¿s adc blood glucose meter was displaying a ¿low battery icon¿ even after a new battery replacement. The caller further reported that the customer was unable to self-treat and the paramedic arrived on (B)(6) 2019 and a reading of 55 mg/dl was received on their meter. The paramedic administered glucose injection as treatment and took the customer to the hospital. At the hospital, a reading of 166 mg/dl was received on the hospital¿s meter. No treatment was rendered and no further information was reported. There was no report of death or permanent injury associated with this event.